Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd a message during full tubing requesting a minimum of 50 units when attempting to fill tubing. Reportedly, the customer had loaded air into the cartridge before filling the cartridge with insulin. The customer will load a new cartridge after the call. There was no impact to the customer's blood glucose level.